Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. Troubleshooting was performed. The customer experienced vomiting and weakness. The customer's blood glucose reading at time of call was 172mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller with rewinding/priming and the insulin did exit. Performed the high pressure test and passed. Instructed that the customer should change the entire infusion set and reservoir. Then the nurse called back and stated that the customer requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.